Event description:
A male pt, who had previously underwent aaa repair, underwent a secondary repair on (B) (6) 2010. The pt received a zenith graft, possibly in 2006. The pt submitted for a follow-up CT which showed a type iii endoleak in the left common iliac. The physician decided to treat the pt endovascularly by placing another zenith aaa endovascular graft iliac leg with the prior placed zenith aaa endovascular graft iliac leg to cover the origin of the type iii endoleak. Procedure was successful in eliminating the endoleak.

Manufacturer narrative:
Exact date unk - possibly 2006. (B) (4) additional surgical procedure is not specifically labeled in IFU. Endoleak is specified in IFU. MFR date: unk as lot is unk. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects: anatomical criteria; anatomical conditions; proper ballooning sites; the importance of the accurate deployment. It is unk if the reported type iii was due to a graft disconnection or fabric tear. Without additional info, including images, it is difficult to determine a root cause and possible contributing factors to the reported endoleak. At this time, there is no indication that a design or process induced failure of the device resulted in reported endoleak. If additional info is received, the file will be updated as appropriate. We will notify the appropriate in-house personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and no updates made as the risk will remain at an acceptable level.